Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was over 500 mg/dl. Customer treated with manual injection for their high blood glucose. Customer stated that the insulin pump had a missing retainer ring. The customer stated that the reservoir does not lock into place. Customer stated that insulin pump was not dropped or bumped. Customer stated that it was unknown how damaged occurred. It was unknown if the customer was using auto mode at the time of event. The insulin pump will be returned for analysis.